Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(4) called advised waiting for a frame for chair due to left weld broken at the bottom where back cane and frame connects.